Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident information. There was no report of any device malfunction. Restenosis,as listed in the instructions for use, is a known adverse event associated with coronary stenting, and is considered to be foreseeable and clinically acceptable in view of patient benefit. Review of the device manufacturing records showed that the lot met all manufacturing criteria. This known patient effect is not necessarily an indication of a product quality issue. However, in this case a conclusive root cause cannot be determined. Product performance engineering will monitor the incident circumstances.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: in-stent restenosis requiring medical intervention. Device issue: none. It was reported that in 2007, a percutaneous coronary intervention (pci) was performed and a vision stent 3.0 x 23 mm was implanted in the proximal lad at 18 atm for 10 seconds. Post dilatation was performed with an nc mercury balloon 3.5 x 10 mm at 16 atm for 10 seconds. On the following month, the patient was cathed and the vision stent was noted to be re-stenosed. Repeat pci with a drug eluting stent was performed for the vision stent re-stenosis. No additional event or patient information is available.